Event description:
This report was received from global pharmacovigilance (gpv) and is a solicited report by a baxter employed nurse in (B)(6) of a break in aseptic technique and peritonitis with culture positive for (B)(6) in a patient, coincident with extraneal viaflex (imported from USA) and physioneal 40 unknown bag therapies for ambulatory peritoneal dialysis (apd). On an unreported date, a break in aseptic technique occurred. On (B)(6) 2011, the patient experienced peritonitis, manifested by abdominal pain. The cause of the peritonitis was the break in aseptic technique. The patient was not hospitalized. The patient began remedial therapy with vancomycin (2g, ip). The patient was recovering from the peritonitis. It was not reported if the break in aseptic technique had resolved. Extraneal and physioneal therapies were ongoing. The nurse believed that the event of peritonitis with culture positive for (B)(6) was not related to extraneal and physioneal therapies. A causality statement was not provided for the break in aseptic technique.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause of the reported condition of peritonitis is use error-poor aseptic technique.